Event description:
Tesio catheter extension set (red or artrial) reconnection site separated causing the tesio catheter lumen to be open to air without clamp. Site of disconnection is not an open/close site by the caregiver; occurred during MFR. Pt reattached the extension set and reported the event to the dialysis unit. Extension set charged at the dialysis unit.